Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was prematurely depleting. Ts provided the recommended safe replacement interval of 60 days. It was noted that the device had reached elective replacement indicator (eri). The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed via a data analysis that the device was prematurely depleting. Ts provided the recommended safe replacement interval of 60 days. It was noted that the device had reached elective replacement indicator (eri). The device remains in use. No adverse patient effects were reported.